Event description:
It was reported that the pump time intermittently became incorrect. The customer experienced an undefined low blood glucose level due to the issue. The customer declined to provide further information.